Manufacturer narrative:
No product has been returned for evaluation. As per newcastle's evaluation, pin break was confirmed broken into several pieces. It was also identified that the o-ring seal had worn, radial bearing was out of position and there was observable debris. Device returned to (B)(4).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2019 due to a pin break.